Manufacturer narrative:
Omit: a08 - calibration problem (2890), b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, g, c, d grid, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that during the alaris systems manager (asm) preventive maintenance (pm) procedures, the customer experienced 16 devices that will not calibrate, with the message after the calibration attempt that the devices "were out of specs and needed repair". After trying new motor control boards and new logic boards, there was no success. It was noted that the only thing left was the bezel assembly. The customer has 5 bezels left over form the recall remediation, so the devices were replaced with the new style bezels. The 5 devices that had bezels replaced on all rate calibrated and functioned perfectly. The customer provided 17 serial numbers with newly replaced bezel assemblies. There was no patient involvement as the issue was discovered during biomed's device rate calibration procedure.

Manufacturer narrative:
Additional information: imdrf annex a, g, c and d code.

Event description:
It was reported that during the alaris systems manager (asm) preventive maintenance (pm) procedures, the customer experienced 16 devices that will not calibrate, with the message after the calibration attempt that the devices "were out of specs and needed repair". After trying new motor control boards and new logic boards, there was no success. It was noted that the only thing left was the bezel assembly. The customer has 5 bezels left over form the recall remediation, so the devices were replaced with the new style bezels. The 5 devices that had bezels replaced on all rate calibrated and functioned perfectly. The customer provided 17 serial numbers with newly replaced bezel assemblies. There was no patient involvement as the issue was discovered during biomed's device rate calibration procedure.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that during the alaris systems manager (asm) preventive maintenance (pm) procedures, the customer experienced 16 devices that will not calibrate, with the message after the calibration attempt that the devices "were out of specs and needed repair". After trying new motor control boards and new logic boards, there was no success. It was noted that the only thing left was the bezel assembly. The customer has 5 bezels left over form the recall remediation, so the devices were replaced with the new style bezels. The 5 devices that had bezels replaced on all rate calibrated and functioned perfectly. The customer provided 17 serial numbers with newly replaced bezel assemblies. There was no patient involvement as the issue was discovered during biomed's device rate calibration procedure.